Manufacturer narrative:
Upon receipt the device was confirmed to be nonfunctional. The interior wires were observed to be stretched and broken approx. 19cm from the connector. It appears that excessive force may have been applied by the user and/or patient.